Event description:
It was reported that the patient with this neurostimulator (ins) had a revision surgery of their tined lead last year. This lead did not work as well as the trial. The physician and patient decided to revise the lead because it did not have all 4 electrodes under 2ma. There was no further patient complications reported.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the product was not returned. A DHR review was performed for serial number (B)(6). Review of the dhrs found no non-conformances. All established specifications and criteria for release were met. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of high impedance was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.